Manufacturer narrative:
On 26-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team found that the side flush port became disconnected from the sheath. This was discovered when the physician noticed backflow of blood while the sheath was transseptal. The blood return was estimated at less than 10ml. The sheath was replaced and the issue was resolved. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the side port tube was found detached. No other issues or anomalies were observed. Device history record was performed for the finished device 00002506 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It was determined that this issue is related to the manufacturing process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team found that the side flush port became disconnected from the sheath. This was discovered when the physician noticed backflow of blood while the sheath was transseptal. The blood return was estimated at less than 10ml. The sheath was replaced and the issue was resolved. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).